Event description:
Patient undergoing percutaneous right femoral transcatheter aortic valve replacement w/insertion of 26mm edwards sapien ultra reslia valve when allegedly sheath separated (not in the typical designed manner) during valve insertion into aorta. Upon removal, it was noted that a piece seemed to be separated or chipped off the tip of the sheath. Physician believes no retained chip in patient. From op report: the procedure was performed under moderate anesthesia which was monitored by the anesthesiologist. Access was obtained in the left femoral artery and vein with 6f sheaths under ultrasound guidance. 6f right femoral vein access was achieved under ultrasound guidance. Right common femoral artery access was obtained with a micropuncture needle using ultrasound and fluoroscopy assistance. The site was preclosed using 2 proglide vascular closure devices. A 16 f sheath was then advanced into the descending thoracic aorta over a 0.35 inch amplatz extra-stiff guidewire. Via the left 6f venous sheath a 5f balloon-tipped pacing wire was advanced to the right ventricle and tested. An aortogram was then performed with a 6f pigtail catheter to identify the optimal angle for tavr (coplanar angle). The stenotic aortic valve was then crossed with a 0.035 inch straight guidewire through a 6f al-1 guide catheter. The straight guidewire was then exchanged for a 0.035 inch long exchange guidewire and a pigtail was advanced over this wire into the left ventricular apex. A 0.035 inch amplatz extra-stiff wire was placed through the pigtail catheter and the catheter then removed. A 26 mm edwards sapien ultra reslia tavr valve was advanced across the aortic valve and optimally positioned under fluoroscopic guidance. The valve was then deployed under rapid pacing. Subsequent transthoracic echocardiogram did not reveal aortic insufficiency, but an aortogram revealed mild- moderate aortic insufficiency. This required a post dilating ballooning of the valve with one ml added. A subsequent aortogram revealed no aortic insufficiency the 16f esheath was then removed and hemostasis achieved using the 2 previously placed pro-glide sutures. Heparin was then reversed protamine. The left common femoral artery 6f sheath was removed and hemostasis was achieved using a 6f angioseal closure device. The 6f femoral venous sheaths were removed and hemostasis achieved with manual pressure. The patient is being transported to the pacu in stable condition. On post-op day one: 0815 - patient seen during rounds and d/w nursing. No overnight issues, no complaints. Groin sites stable, no hematoma bilaterally. Chest xray post-op day one: 0550am scheduled - results filed 0647 am: the lungs are mildly hypoinflated. No pneumothorax or pleural effusion. The cardiac silhouette is normal in size and appearance. No focal areas of consolidation in the chest impression: no acute findings in the chest limited echo to evaluate aortic valve, post-tavr procedure yesterday. Summary: left ventricular systolic function is normal with a visually estimated ejection fraction of 65-70%. The right ventricular systolic function is normal. There is a bioprosthetic valve in the aortic position consistent with a tavr. The peak velocity across the aortic valve is 2.5 m/s. The mean aortic valve gradient is 12 mmhg. There is mild regurgitation, likely paravalvular, of the tavr valve which is difficult to visualize in the short axis views. No evidence of pericardial effusion. Aortic valve: there is a bioprosthetic valve in the aortic position consistent with a tavr. The peak velocity across the aortic valve is 2.5 m/s. The mean aortic valve gradient is 12 mmhg. There is mild regurgitation, likely paravalvular of the tavr valve which is difficult to visualize in the short axis views.